Event description:
It was reported that a thread-like foreign material is observed on the surface. There was no surgical delay. The procedure was completed successfully.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary. According to the information received, "a thread-like foreign material is observed on the surface". The product was not returned to depuy synthes; however photos were provided for review. See attachment (bi-polar head_foreign material.jpg). The device associated with this report was not returned to depuy synthes for evaluation. The photographs attached were reviewed, however, as the device was not returned and the provided photograph is of insufficient quality, it is not possible to confirm that the issue was caused by a manufacturing defect. A manufacturing record evaluation was performed for the finished device product code 103546000 lot number m4753k, and no non-conformances / manufacturing irregularities were identified during manufacturing. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the photographs attached are insufficient to draw a conclusion about the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot. A manufacturing record evaluation was performed for the finished device product code 103546000 lot number m4753k, and no non-conformances / manufacturing irregularities were identified during manufacturing. Device history review. A manufacturing record evaluation was performed for the finished device product code 103546000 lot number m4753k, and no non-conformances / manufacturing irregularities were identified during manufacturing.